Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "the guidewire is used in combination with other devices" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Event description: per cnf, it was reported that: vf appeared to have occurred during intraoperative la angiography following an rv burst. It was switched to sinus with dc, and the procedure was continued. The patient's condition during the procedure was poor, so pcps was inserted and the procedure was concluded. It was reported that the patient passed away a few days later. Infected: infection name: diagnosis or treatment: resolution: completed with this device where did event occur: inside the patient outcome: patient death first time the unit was used: yes tested prior to use: yes used before expiry date: yes physician comments: it was said that the fara was not a factor; the patient was already in poor condition to begin with. Generator used ablation catheter used other used